Event description:
It is reported pt experienced a reaction to peri-wound area located on pt's right leg, after use of the aquacel foam dressing. Patient was treated with oral antibiotics. It is also reported that this was the first time product was applied.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury based on the use of oral antibiotics to treat the reaction. Follow-up info confirms that the product used was aquacel foam 12, 5x12, 5cm adhesive dressing rather than aquacel foam (B)(4) as stated in complaint. Lastly, follow-up info received regarding the condition of the pt's skin surrounding the wound prior to treatment is stated as follows: "the periwound skin was perfect". Three (3) attempts were made to obtain this info as follows: 1st attempt via email: (B)(4) 2014; 2nd and 3rd attempts: (B)(4) 2014. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 04/24/2014. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.